Manufacturer narrative:
The event of lead wire exposed was reported to abbott. The patient's axiom battery was explanted and replaced with a proclaim drg. Patient reported no loss of efficacy with the axiom. During the procedure, physician found that one of the leads was out of the battery header and the proximal end of the lead had wire exposed. The lead was not explanted but was inserted into a port of the proclaim drg and secured. The other lead was used without issue and patient reported relief of groin pain. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
Reference manufacturer report number: 1627487-2021-17010. It was reported that during an elective procedure, it was noticed that one of the patient's drg leads had pulled out of the battery header and the proximal end of the lead had exposed wiring. The lead was not explanted, but it was inserted in one port of the new drg ipg and secured. All contacts read high impedances and were unable to be used for programming. Effective therapy was reportedly successfully established using the other lead. Since it is not known which device contributed to the issue, all possible devices are being reported on.